Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis patient called tech services to get assistance canceling treatment. The patient reported that he was not feeling well and they called 911. Patient said it is not related to the cycler that he has a heart problem and had been vomiting. A follow up call was made to the patient's peritoneal dialysis nurse. The nurse reported that the patient has chronic right sided failure that caused a drop in heart rate and subsequently low saturation levels. She stated patient had gone to the hospital on an unspecified date (nurse did not recall the date during the call) due to low oxygen saturation levels. Nurse stated patient's low oxygen saturation levels had resolved when patient had a pacemaker implanted. She confirmed patient is currently receiving effective therapy and is able to complete treatments.

Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process.